Manufacturer narrative:
There was no patient involvement. PMA/510(k). The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The livanova field service representative in charge found that the stirrer motor was stuck and not turning. He replaced the stirrer motor and also another error code associated to this component appeared. The technician replaced the processor board and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displaying an error code related to the stirrer motor during maintenance. There was no patient involvement.